Event description:
It was reported that when the device and reload cartridge were used during an unknown procedure, that upon the second firing of the device it locked out. A second device was opened and used to complete the case. There was no consequence to pt.